Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history confirms boluses occurred on (B)(4) 2012. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. There were no unprogrammed boluses observed during testing. A normal bolus and an audio bolus were successfully performed and accurately recorded in the pump history. There were no hypersensitive keypad buttons observed during investigation. There was no defect found during investigation. The complaint could not be confirmed or duplicated.

Event description:
On (B)(6) 2012, the patient's mom/reporter claimed that the patient's blood glucose was lowered to 28 mg/dl at 10 am and required medical intervention with juice possibly due to an inadvertent insulin infusion via the animas insulin pump. At 11 am, the patient's blood glucose was corrected to 150 mg/dl. The patient took the patient to the ER at 11:30 am to make sure the patient obtains the proper treatment should her blood glucose drops again. The issue could not be duplicated during troubleshooting. This complaint is being reported because the patient allegedly required medical intervention for a low blood glucose after the inadvertent insulin infusion issue began.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.